Event description:
The reporter did meter to hcp meter comparison tests, side by side, the meter reading was 20 mg/dl, and the doctor's meter read 114 mg/dl. No symptoms were reported. A control test was not done due to unavailability of supplies. No harm was alleged. Followup attempts to contact the reporter for add'l info have not been successful.